Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5288035. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Remedial action required: capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016.

Event description:
It was reported that when the safety shield of a 25 g x 5/8 in. Bd eclipse¿ needle was activated, the shield broke off. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: 26 unused samples were returned for evaluation. A visual inspection rand simulated use test revealed no abnormalities related to use. As previously reported, there were no irregularities found within the device history record or manufacturing review. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.